Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was observed that it was caused by a depleted battery. Further root cause could not be determined. It was also observed that the device kept rebooting due an interruption in the software update. This was caused by the operator interrupting the software update by opening the lid. The customer was provided with a replacement device. The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.